Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# j0315914v, product type: lead. Product ID: 748240, serial# (B)(4),product type: extension.

Event description:
A healthcare provider (hcp) reported that the patient's lead on the left side was not working, so it was replaced in (B)(6) 2010, and they have done much better without it. However, it was later confirmed that it was the lead on the right side that was replaced with the procedure done on (B)(6) 2011. On (B)(6) 2010 it was found that the whole device set was replaced. It was noted that the battery was close to end of life at that time and they wanted it replaced. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.